Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ no penetrating nick (stress marks) observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "right side deflation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a, b6, g1, h6.

Event description:
Physician confirmed event via mammogram.